Manufacturer narrative:
Unit passed displacement, and self-tests. No unexpected pump error 53, 23, 15 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple pump error 53 on 01/07/2025 17:19:19, 01/07/2025 17:40:46, 01/07/2025 18:25:40, pump error 23 on 01/07/2025 05:14:11, 01/07/2025 05:16:18.000, pump error 15 in history file 01/07/2025 05:14:09, 01/07/2025 05:16:07.000 file number: 38, line number: 442 due to hardware error. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case corner of belt clip rail. In conclusion, no unexpected pump error 53, 23, 15 alarms during testing. However, pump error 53, 15, 23 alarms confirmed in the history file due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 15, pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.